Manufacturer narrative:
The reported failure of device will not turn on following repair is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a complaint regarding a trilogy 200 ventilator that failed to power on after being returned from a prior repair. The reporter indicated that the device screen did not come on; however, an audible alarm was present. No patient harm or serious injury was reported. The device was returned to the manufacturer for evaluation. The reported issue was confirmed upon receipt. During testing, ac power was applied and an attempt was made to power on the device. The device failed to power on, exhibiting a black screen accompanied by a continuous red alarm indicator. The root cause of the failure was identified as a corrupted system board printed circuit assembly (pca). The system board pca was replaced to resolve the issue. Additionally, physical damage was noted, including a cracked handle and a missing power cord retainer. Both were replaced. Following the repair, the device passed all testing.